Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that the pump was cracked near the battery compartment. It was reported that there was no moisture or corrosion in the battery compartment and the pump did not lose power or self-reboot. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/27/2014 with the following findings: the battery compartment was cracked. Unrelated to original complaint, the keypad was intact, but the buttons responded intermittently. The keypad was removed and contamination was found under all of the button contacts. The bolus button cover was torn, but responded normally. Also unrelated, the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.